Event description:
The pt was being fed using a pump. 326 ml of an enteral feeding solution were hung, and the pump was set to deliver 21 ml/hr. 326 ml were delivered in 8 hrs (vs desired 17 hrs). Pt's, mother reported she suctioned formula from the pt's mouth following the event. Pt was taken to the physician for follow-up and ear tube replacement (unrelated to the event). Pt's mother reported the physician admintered lasix for the overdelivery and sent the pt home. Pt is ok. One pt involved.